Manufacturer narrative:
Date of birth: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the third device used during the case, for the second device reported that was used on the same patient see MDR 3013394970-2022-00209.

Event description:
The user facility reported that they went to deploy the angio-seal anchor and it would not deploy. They noticed a slit in two of the three used. The patient condition was stable. Additional information was received on 29 jun 2022: the procedure for the patient was a femoral angiogram. A 6fr procedural sheath was used. There was there a pre-deployment angiogram performed. They opened up the package and when they went to deploy it, they realized there was a crack in the side. They resolved it by using a second angio-seal device, however when they opened the device it had the same issue, so manual pressure was used. The third device appeared to have deployed as intended, however out of caution they held pressure. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of the of the returned devices. One 6fr angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, and carrier tube. The device was visually inspected and was found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The suture was found to have been fully deployed and appeared to have been cut. The anchor and collagen were not returned with the device. No damage or issue was identified with the components. Two unused 6fr devices were also returned. Both devices were visually inspected, and no damage or issue was able to be identified. Both devices were tested by attempting to deploy them within the vessel model. Both devices were able to be deployed and fully tamped without issue. No issue with device function was able to be identified. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. No failure mode was alleged against or found with the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).